Event description:
It was reported that the centrella bed exit alarm did not provide an audible alert when a patient exited the bed and fell. During follow-up with the clinical staff, the facility¿s nurse manager stated that the event did not result in patient injury.

Manufacturer narrative:
It was reported that the centrella bed exit alarm did not alert at the bedside when a patient exited the bed and fell. The nurse went to check on the patient and found him on the floor. It was also stated that at the time of the event, the bed's screen was showing a "bed exit malfunction" error message, however, the nurse manager could not remember the exact words displayed. The centrella smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The bed¿s exit alert feature provides an audible and visual alert notification to the caregiver team. However, it is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. When the system is armed and it detects an alert condition for the bed exit mode setting, the following occurs even if the patient returns to the bed: an audible alert comes on; the amber alert silence control indicator flashes; a priority nurse call is sent to the nurse's station (for beds equipped and connected to a nurse call communication system). The instructions for use stated ¿the bed exit alert system has three levels of sensitivity settings to select from: position mode: this mode alerts when the patient changes position. This mode should be used when a caregiver wants to be notified when the patient begins to move. Exiting mode: this mode alerts when the patient moves away from the center of the bed towards the edge of the bed. This mode should be used when a caregiver wants to be notified when a potential bed exit is attempted. Out of bed mode: this mode alerts when the patient¿s weight has left the bed. This mode should be used when a caregiver wants the patient to move freely within the bed, but to be notified when the patient leaves the bed.¿ the bed is also equipped with audible indicators intended for the patient. In the event, the bed exit is set, and the patient attempts to get out of bed, a verbal alert is initiated stating ¿please don¿t get up. The care team has been called.¿ of note, the caregiver has the option to silence the bed exit alert (for a designated timeframe) without deactivating the system. The IFU instructs ¿during this silence mode, the system stops monitoring the patient's movements; therefore, the system will not notify the care team or cause an alert.¿ during the preemptive alert silence time frame a yellow ¿bed alert silenced¿ message is displayed on the graphical screen. In the event of a malfunction or other scenario, the word ¿malfunction¿ would not be displayed on the bed¿s graphical screen display as it is not a selection of the bed¿s programmed vocabulary. An inspection performed by a baxter service technician noted that the bed was functioning as designed. The bed¿s scale system zeroed out as designed and captured the weight as designed. The bed exit function turned on as designed and the bed exit alarmed as designed when the weight was removed. In this event, the customer confirmed that the patient did not sustain permanent impairment of a body function or permanent damage to a body structure and did not require medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, which concludes no serious injury occurred. Additionally, there was no device malfunction identified upon inspection, and a use error/misuse of the device cannot be excluded at this time. If a similar event were to recur it would likely cause or contribute to a serious injury or death. Therefore, baxter is reporting this event.